Manufacturer narrative:
(B)(4). S/w ver 4.11e, retainer ring = black. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump passed the displacement test. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. Moisture damage was found on the inside of the battery tube. No moisture damage found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had a hairline crack in battery compartment side near battery cap goes to line near clip. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.